Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing during procedure. The force bipolar instrument tip did not move. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the force bipolar instrument tip did not work. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical inc.(isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar (fb) instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. During in-house testing, the instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and grasped and released without any issues on multiple attempts. The instrument passed electrical continuity test. The instrument delivered intermittent energy without any signs of arcing on all three attempts. Additional observation not reported by site: the conductor wire insulation was damaged inside of the grip routing. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test. There were no signs of thermal damage.